Event description:
It was reported that during a generator change procedure, the right ventricular lead was noted to have blood in the insulation and a "candy wrapper" appearance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).